Event description:
The patient underwent initial fusion surgery in late 2005. Sometime after the surgery, the patient presented with diffuse back pain. In early 2009, the patient underwent revision surgery. The patient was fused. At that time, it was found that the incompass polyaxial screw had loosened at s1. As it was being removed the tulip head on this screw disassembled. The surgeon removed the entire construct and reimplanted another one from l4-s1.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending.